Manufacturer narrative:
The test strips were found to have results above range when tested with control solution.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurately high results in comparison with a lab meter. The reporter claimed obtaining blood glucose readings of ¿12.2mmol/l¿ with the subject meter and ¿8.0mmol/l¿ on a lab calibrated meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (11/10/2014). The patient¿s test strips have been returned on 9/8/2014 and evaluated by lifescan product analysis on 10/27/2014 with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2014). The lay user/patient¿s test strips have been returned on 09/08/2014 and evaluated by lifescan product analysis on 09/30/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips associated with this complaint have been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.